Event description:
It was reported that the insulin pump alarmed no delivery during the prime procedure, and the issue was resolved by a complete set change. Explained that the alarm may have been triggered by an occluded reservoir. The blood glucose reading was 188 mg/dl. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.